Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. It was noted that the video connector needed to be replaced and customer was advised to insert the pigtail gently to prevent pin from bending. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for a diagnostic procedure, the internal pin of the visera elite video system center was bent and there was no image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image output failed because the video connector could not be connected properly due to the bent internal pin. However, the definitive root cause of the bent internal pin could not be determined. Olympus will continue to monitor field performance for this device.